Event description:
A malfunction alarm coded as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to call back if the issue reoccurs and acknowledged the instructions.